Event description:
It was reported that, during treatment for an enlarged prostate, the metal cap of the fiber tip came loose from the main body of the fiber inside the patient but remained connected. The procedure was completed with an alternate device. There were no patient complications reported.